Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has jump coil, ptfe peeled and distal section bent, as part of overall visual revision. The visual inspection was performed and the device presents: the ptfe coating peeled and jump coils along the body; and the proximal section bent. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received (B)(4) 2014. An 035/260 amplatz super stiff guide wire was returned with no information. Additional information received (B)(4) 2014 reports the coating of the wire had been peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.